Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain; chronic and acute pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included knee injury. Concomitant products included ibuprofen since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced feeling abnormal ("brain fog"), memory impairment ("memory problems"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. In (B)(6) 2017, the patient experienced neck pain ("pain: chronic pain: neck"), musculoskeletal pain ("pain: chronic pain: shoulder"), back pain ("pain: chronic pain: upper and lower back"), arthritis ("pain: chronic pain: joints (full body) inflammation") and pain ("chronic body pain"). The patient was treated with celecoxib (celexa), lorazepam and surgery (hysterectomy with bilateral salpingectomy/acupuncture, electro therapy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, feeling abnormal, memory impairment, anxiety, depression, tooth disorder, allergy to metals, fatigue, weight increased, neck pain, musculoskeletal pain, back pain and pain outcome was unknown and the arthritis was resolving. The reporter considered allergy to metals, anxiety, arthritis, back pain, depression, fatigue, feeling abnormal, memory impairment, musculoskeletal pain, neck pain, pain, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: current weight (B)(6). Essure insertion date: (B)(6) 2016, first attempt was not successful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury to herself¿ was updated to more specified ¿events pain; chronic and acute pain, brain fog, memory problems, anxiety, depression, nickel allergy, fatigue, weight gain, pain: chronic pain: neck, pain: chronic pain: shoulder, pain: chronic pain: upper and lower back, pain: chronic pain: joints (full body) inflammation, chronic body pain and plaintiff did not undergo an essure confirmation test¿, dental problems were added. Reporter, demographics, essure indication (amended), essure insertion/removal date and treatment/concomitant medications were added. Event ¿joint inflammation¿ outcome was updated to recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report